Manufacturer narrative:
Please see medwatch # 1030489-2011-00218. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt. Presented for surgery with junctional stenosis above previous a l3 to sacrum fusion with instrumentation. Procedure was for extension of the previous fusion to t10, with posterior pedicle screw instrumentation attached to the previous instrumentation, removal of s1 pedicle screw on the right side, and decompression with partial facetectomies bilaterally at l1-l2 and l2-l3. Crosslink, allograft and dbm material was placed from t10 down. One month post-op the pt. Presents with having a 'cracking-back sensation.' X-ray shows the right sided rod broken at the connector right where it connects to the lower previous rod. The pt. Then underwent a procedure to revise the broken right side rod. One month later the pt. Called to report that he felt he snapped the rod again. X-ray shows that the left side rod is broken midway between the lower thoracic screw and the connector that goes to the lumbar rods. The pt. Then underwent a procedure for addition of l1 screw, left side and replacement of the left-sided rod. Post-op notes indicate serosanguinous drainage but not pus at the incision site. Cultures grew coag negative (B)(6), after 3 days and pt. Was treated with antibiotics.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the patient underwent a revision surgery approximately two months post-op to replace a broken rod.